Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was requesting an alaris data log for review. Later that customer reported that the issue was not because of the pump module and instead a user error had occurred. There was no information on patient involvement.